Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the reamer heads were dull. This led to unnecessary reamer passes and increased procedure time. Procedure was completed successfully with a two (2) minute delay. There was no patient consequence. This report is for a 11.5mm medullary reamer head. This is report 5 of 6 for (B)(4). Additional reports are captured under (B)(4).